Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Device to device interaction was performed by tracking the device over a test guidewire. There were no issues tracking. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 4.0mmx100mmx135cm sterling balloon catheter was advanced to treat the lesion. However, during the procedure, the device became stuck with a 300cm non- boston scientific guidewire. The device was removed as one unit and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 4.0mmx100mmx135cm sterling balloon catheter was advanced to treat the lesion. However, during the procedure, the device became stuck with a 300cm non- boston scientific guidewire. The device was removed as one unit and the procedure was completed with a different device. No patient complications were reported.